Manufacturer narrative:
The tech found the brake casters are worn. Totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. The tech replaced the brake caster and the brake steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brakes are not holding. No pt injurt reported.